Event description:
It was reported that the system did not produce an image when making an exposure, thus making the system unusable. There is no report if injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, cables and connectors. The system operates as intended.